Manufacturer narrative:
Device used for treatment, not diagnosis. Additional part numbers: 03.111.501, 03.111.601, and 03.111.701. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products: therapy dates: (B)(6) 2017: variable angle (va) distal radius plate - part# - unknown, lot# - unknown, quantity# - 1; unknown screw - part# - unknown, lot# - unknown, quantity# - unknown. Unknown plate ¿ part# - unknown, lot# - unknown, quantity# - 1; unknown variable angle (va) locking screws ¿ part# - unknown, lot# - unknown, quantity# - unknown. (B)(4): the complainant indicated that the guide block, a non-implant grade device was incidently retained in the patient which resulted in the patient complaining of severe pain and a revision procedure without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sales consultant (sc) received an anonymous phone call from an unknown facility on february 23, 2017 regarding a scheduled revision surgery on an unknown date. The unknown caller did not identify themselves and was researching about an event. An unknown gender patient underwent surgery approximately two weeks ago (original date unknown) and was implanted with a variable angle (va) distal radius plate. The surgeon used a guide block to drill through and drop-in, to screw in the plate. The screw was long approximately 1 ¿ 1 ½¿. The guide block was twice the thickness of the plate. Unfortunately, the surgeon left the guide block in the patient when it should not have been implanted. Therefore, a revision surgery was scheduled for the surgeon to retrieve/explant the guide block. It was also reported by facility contact, operating room manager on 03/02/2017 that the patient underwent revision surgery on (B)(6) 2017 due to patient complained of severe pain and explantation of a guide block. On a post-operative doctor¿s visit on an unknown date, it was discovered by an x-ray that the guide block was left in the patient. The original surgery for an open reduction internal fixation (orif) was on (B)(6) 2017 in which x-rays were taken but overlooked that the guide block was implanted. The guide block came out of a 2.4mm variable angle (va) locking compression plate (lcp) volar distal radius system tray that is facility owned. Operating room manager has no exact part or lot number for the guide block that was implanted but identified the guide block as a left guide block due to there were two left guide blocks (left) and three guide blocks (right) left in the tray. The left guide block part numbers consisted of the following: 03.111.501, 03.111.601, and 03.111.701. Per the sc, there was no surgical delay and the patient status outcome is fine. This complaint involves one device. Concomitant medical products: variable angle (va) distal radius plate - part# - unknown, lot# - unknown, quantity# - 1; unknown screw - part# - unknown, lot# - unknown, quantify# - unknown. Unknown plate ¿ part# - unknown, lot# - unknown, quantity# - 1; unknown variable angle (va) locking screws ¿ part# - unknown, lot# - unknown, quantity# - unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Remove the implant/explant dates from the previous report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.